Event description:
It was reported that patient had a loss of therapeutic effect in the foot and lower leg. No known accident or incident was related to the complaint. The device was reprogrammed without return of stimulation to affected areas. The patient was programmed on group a and used programs 1 and 3 at the following settings: program 1: 5.4v, pw 450, 65hz and program 3: 4.0v, pw 450, 65hz. All electrode impedances were within a normal range (769-1076). On (B)(6) 2011, the health care provider (hcp) noted that he tried two octad leads to return stimulation to the affected areas without success using an external neurostimulator and programmer. The hcp reported that the patient "appeared to be getting radicular/flank stimulation (versus lower leg)" stimulation with the trial of the two leads. No other patient outcome was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).